Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The pt was admitted for unstable angina. The target lesion was located in calcified and tortuous ostial saphenous vein graft (svg) to the right coronary artery (rca). The physician attempted to direct stent with a taxus express2 3.5x12mm drug eluting stent. However, the physician met resistance and due to the tortuosity and calcification, the stent was stripped off of the balloon. The stent delivery system was removed from the pt. The pt was asymptomatic with normal flow. The stent was visualized on the wire outside the ostium of the vein graft and outside the guide catheter. A 4/8mm snare was advanced over the wire and "seemed to successfully be snared around the stent." The guide catheter was advanced over the snare and "felt the snared stent was within the guide catheter." The snare and the wire were removed and "angiographically appeared that the stent had been removed." When the guide catheter was removed, the undeployed stent was not within the snare. The guide catheter was removed and flushed, however the stent was not found. Fluoroscopy showed no evidence of the dislodged stent. The pt was asymptomatic at this point, therefore the guide catheter was reintroduced in the vein graft and another manufacturer's stent was placed. No further pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.